Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized. The cause and outcome of the event was unknown. Beginning on the day of onset, the patient was treated with amikacin injection intraperitoneally in bags one and three (dosage and duration not reported) for the peritonitis. Dianeal therapy was ongoing. No additional information is available.